Event description:
The customer reported that the 9800 sys had no image displayed on the right monitor during a case. The 9800 sys had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor, display adaptor, and the sys interface board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.